Event description:
Customer reported that a pt returned to the user facility four days following carotid endarterectomy and taken to emergency surgery. The pt hemorrhaged severely and ultimately died. The report indicates suture disruption. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. The actual device associated with this event is not known. Customer reports the following possible products: lot: xbe936, mfg date 02/01/2006, exp date 01/31/2011, lot: xcr455, mfg date 03/01/2006, exp date 01/31/2011, lot: xmr078, mfg date 11/01/2006, exp date 07/31/2011, lot: xpe328, mfg date 12/01/2006, exp date 07/31/2011, lot: zab768, mfg date 01/01/2007, exp date 01/31/2012, lot: zbr158, mfg date 02/01/2007, exp date 01/31/2012.